Event description:
During service testing, a failure code 810:11 was found in the device's event history. The hospital representative stated they have no record of any patient incident involving the pump since the last co service event and no patient injury had been reported.